Manufacturer narrative:
Findings: unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, cracked end cap, and missing end cap sticker.

Event description:
A customer reported via phone call indicating physical damage in the form of cracks on their insulin pump. The customer stated that the bottom of their pump fell out. The patient's blood glucose level was 120 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.